Manufacturer narrative:
Evaluation of the returned cat6 revealed multiple kinks and ovalizations on its distal shaft. If the peel away sheath included with the cat6 is not properly used while inserting the cat6 into a parent device, damage such as this may occur. During functional testing, the returned cat6 was unable to advance through a demonstration peel away sheath due to the damage on its distal tip. Further evaluation of the device revealed additional ovalizations on its mid-shaft and proximal shaft. This damage was likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the tibioperoneal trunk using an indigo system aspiration catheter 6 (cat6), support catheter, and non-penumbra sheath. During the procedure, it was reported that the support catheter was placed inside of the cat6 to help penetrate the valve of the sheath. Subsequently, while inserting the cat6 and support catheter into the sheath, the physician experienced resistance and the cat6 would not penetrate the valve of the sheath. Consequently, the distal tip of the cat6 became accordioned and, therefore, it was removed. The procedure was completed using a lytic catheter with the same sheath and support catheter. There was no report of an adverse effect to the patient.